Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facscanto¿ ii flow cytometer that there was erroneous results. Facscanto ii - inaccurate test results. No harm caused to the patient.

Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting office - becton dickinson and company bd biosciences san jose ca, 95131 g.1 - reporting office contact - (B)(6) g.1 - manufacturing site contact - (B)(6) h.6 - imdrf annex f code - f26 h.6 investigation summary: based on the investigation results, the reported issue 'inaccurate test results' was confirmed. The potential cause of the inaccurate results was parameters settings problem of the customer. Investigation results that were performed on the indicated failure mode were the following: the field service representative (fsr) checked the instrument signal calibration optical path. Cst calibration and 7 color calibrations passed. The fsr confirmed that the inaccurate result was caused due to the parameters setting problem of the customer. There was no issue with the instrument itself. The instrument was confirmed to be functioning as intended. Although the instrument was used for diagnostic testing, no erroneous results were obtained. Neither the customer nor any patients were harmed due to this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that while using the bd facscanto¿ ii flow cytometer that there was erroneous results. Facscanto ii - inaccurate test results no harm caused to the patient